Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the control-iq algorithm increased basal and delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. As a result of the increased basal and auto-bolus the customer¿s blood glucose level dropped ranging from "low" (specific value not provided) to 20 mg/dl. Customer used a nasal glucose spray to address bg level went to the hospital and was admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital and declined further assistance from tandem technical support regarding the issue. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Recommendation was made to discuss diabetes management with a health care professional. No additional patient or event information was available.